Event description:
In 8/83, rptr had breast implants. About 4 months later they went flat and she went back to the dr to ask him what had happened. He said they did not "take" and he would have to redo the surgery. She had it done again in 12/83. On 1/6/84, her face, mouth and lips began to swell, she couldn't breath and a rash developed on her upper body. She went to the ER and received shots and medication. After she went home, she had to be rushed back again. Her tongue swelled to double its size and her vocal cords had swollen her throat closed. Her dr treated her for allergic reactions from an unknown cause. At this time, she did not tell the dr about her breast implants due to embarrassment and he was asking questions about any new foods she had eaten and new products she had tried. She never thought the implants could be the problem until recently after hearing about all the problems other women were having. After her problem, she went back to the dr who performed her surgery and told him what had happened and he said the implants were not the cause and he gave her some antibiotics to take. In 1989, she started having vision problems which she still has and she had to give up her job of driving a school bus. She has developed cysts on her back. She had one removed in 1989 and she developed another one which she still has. Her right breast is hard and painful and she was treated for joint problems of left shoulder and arm in 10/92 and she still has trouble. Her right arm, shoulder, leg, and hip are painful. She also had a cervical cancer operation in 1991. She has numbness in her hands and fingers and stifness in her neck. In fact, she hurts all over.